Event description:
Patient reported receiving an 04 (occlusion) error on her device. She changed the infusion set tubing and continued to receive the 04 error when trying to prime the tubing. As a result of this issue, the patient's blood glucose elevated to 543 mg/dl. The patient stated that she started to feel irritable and had polyuria when her blood glucose began to elevate. She stated she gave herself 3 insulin injections to bring her blood glucose down. The patient called in with this issue while on vacation and did not have any extra tubing with her to further troubleshoot the issue. No medical treatment was necessary. Product is being returned for evaluation.